Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred five days after the sensor had been inserted in the abdomen. The patient developed redness, pimples, and itching and burning sensations which extended past the sensor patch adhesive. Although there was no report of healthcare provider consultation, the patient was treated with unspecified prescription oral and topical medications. No additional event or patient information is available.